Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012449245); product type: 0195-heart valves; product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the medtronic valve, a pre-implant balloon valvuloplasty as performed due to calcification. Following valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the valve dislodged to a new depth of -1 mm on the ncc and -1 mm on the lcc. The dislodgement led to a paravalvular leak (pvl). Calcification, high aortic pressure when deployed, patient anatomy factors, and depth of implant issues were noted as potential causes of the dislodgement. The patient experienced tachycardia, which required cardioversion. After cardioversion, the patient had normal sinus rhythm. The initial valve was replaced with a second medtronic valve, which was implanted successfully, resulting in less pvl and a low gradient. Per the physician, the dislodged valve contributed to the tachycardia. The procedure was delayed by 20-minutes.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest the second valve in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. B5. A third paragraph was added. H6. And additional codes were changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the medtronic valve, a pre-implant balloon valvuloplasty as performed due to calcification. Following valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the valve dislodged to a new depth of -1 mm on the ncc and -1 mm on the lcc. The dislodgement led to a paravalvular leak (pvl). Calcification, high aortic pressure when deployed, patient anatomy factors, and depth of implant issues were noted as potential causes of the dislodgement. The patient experienced tachycardia, which required cardioversion. After cardioversion, the patient had normal sinus rhythm. The initial valve was replaced with a second medtronic valve, which was implanted successfully, resulting in less pvl and a low gradient. Per the physician, the dislodged valve contributed to the tachycardia. The procedure was delayed by20-minutes. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. A non-medtronic (lunderquist double curve) guidewire was used for the procedure. Additional information was received to report severe pvl was observed after the first valve dislodged. Following implant of the second valve, the pvl was reduced to none.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the medtronic valve, a pre-implant balloon valvuloplasty as performed due to calcification. Following valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), the valve dislodged to a new depth of -1 mm on the ncc and -1 mm on the lcc. The dislodgement led to a paravalvular leak (pvl). Calcification, high aortic pressure when deployed, patient anatomy factors, and depth of implant issues were noted as potential causes of the dislodgement. The patient experienced tachycardia, which required cardioversion. After cardioversion, the patient had normal sinus rhythm. The initial valve was replaced with a second medtronic valve, which was implanted successfully, resulting in less pvl and a low gradient. Per the physician, the dislodged valve contributed to the tachycardia. The procedure was delayed by20-minutes. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The direction of the dislodgement was aortic. A non-medtronic (lunderquist double curve) guidewire was used for the procedure.